Event description:
It was reported that patient has pain and a large pseudotumor. Dr (B)(6). Removed all components and replaced with a restoration ha stem, tritanium shell and a 40 mm head and liner.

Manufacturer narrative:
An eval of the reported devices cannot be performed as they were retained by the pt and were not returned to the MFR. Add¿l info (including x-rays and medical records) has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR number: 2249697-2012-01707.